Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. Similar to device under 510(k) p070016. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2016: a (B)(6) female patient previously had total arch replacement with elephant trunk underwent taa repair. Zteg-2p-30-140-jp was placed and gore's c-tag 34-34-200 were placed distally to zteg. On (B)(6) 2016: at a follow-up, growth of the aneurysm (+6mm) was confirmed by non-contrast x-ray CT image. On (B)(6) 2016: due to confirmation of aneurysm growth, contrast enhanced CT was performed and type ib and type ii endoleaks were confirmed. On (B)(6) 2016: two gore cuff (36mm) were additionally placed to treat type ib endoleak. On (B)(6) 2016: type ib was solved. Type ii was still confirmed and wait-and-see approach was taken. On (B)(6) 2016: growth of aneurysm was confirmed. (F72mm). On (B)(6) 2016: contrast enhanced CT was performed, and then 4d CT was created. The physician confirmed there was type iii endoleak from suture hole by 4d CT images. Additional procedure to treat the endoleak will be performed but the date is not fixed yet. Patient outcome: the patient's condition is unknown as not provided by the reporter.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: as no product was returned and no imaging or product lot # were provided the investigation was only based on the information provided in this complaint file. Because of the very limited information it was not possible to determine whether it was actually a type 3 endoleak from a suture hole or to determine the root cause of the endoleak. As per IFU endoleak is a known potential adverse event. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2016: a (B)(6) female patient previously had total arch replacement with elephant trunk underwent taa repair. Zteg-2p-30-140-jp was placed and gore's c-tag 34-34-200 were placed distally to zteg. (B)(6) 2016: at a follow-up, growth of the aneurysm (+6mm) was confirmed by non-contrast x-ray CT image. (B)(6) 2016: due to confirmation of aneurysm growth, contrast enhanced CT was performed and type ib and type ii endoleaks were confirmed. (B)(6) 2016: two gore cuff (36mm) were additionally placed to treat type ib endoleak. (B)(6) 2016: type ib was solved. Type ii was still confirmed and wait-and-see approach was taken. (B)(6) 2016: growth of aneurysm was confirmed. (F72mm). (B)(6) 2016: contrast enhanced CT was performed, and then 4d CT was created. The physician confirmed there was type iii endoleak from suture hole by 4d CT images. Additional procedure to treat the endoleak will be performed but the date is not fixed yet. Patient outcome: the patient's condition is unknown as not provided by the reporter.